Event description:
It was reported that the pump battery was depleting quickly. There was no adverse impact to the customer¿s blood glucose value. Ultimately the customer reverted to an alternate form of insulin therapy.